Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The complaint history file contains no further instances/ related events of the reported event. The device was intended for use in treatment. The returned samples were evaluated which confirmed a relationship between the event and the device. Low adhesion may be caused by adhesion levels of the raw material used to make the film of this dressing. There are various controls in place during the manufacturing process of both the raw material and the dressing to identify when the adhesion is not in acceptable range, as per the product specification. There are also regular tests carried out to monitor the finished product. The root cause was traced to the manufacturing process. As the occurrence of missing adhesive is within acceptable range, no further actions are deemed necessary at this stage. However, the details of this complaint will be shared with the relevant manufacturing team. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the dressing was opened, the protection paper was not sticky with the film. The issue was solved with a backup.